Event description:
It was reported that the customer experienced higher than normal blood glucose levels (390mg/dl).

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.